Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, that the implantable pulse generator (ipg) was unable to establish telemetry. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.